Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a fracture of the lateral rod of the 55cm optease vena cava filter that was detected during the procedure. There were no reports of patient injury. The patient was admitted for lower extremity venous thrombosis and underwent retrievable vena cava filter implantation. The fracture was detected after the thrombus was cleared; the filter was removed at an elective stage. The operator was experienced. The device will be returned for evaluation.

Manufacturer narrative:
As reported, there was a fracture of the lateral rod of the 55cm optease vena cava filter that was detected during the procedure. There were no reports of patient injury. The patient was admitted for lower extremity venous thrombosis and underwent retrievable vena cava filter implantation. The fracture was detected after the thrombus was cleared; the filter was removed with a "grabber" at an elective stage. The deep venous thrombosis (dvt) extended to the superficial femoral vein. There was no thrombus present at the implant site. There was no contraindication for anticoagulation. There was no recurrent pe despite anticoagulation. The patient was on anticoagulation post implantation. There was pre/post imaging completed. The measured size and shape of the vena cava was 25mm. There were no peri/post procedural complications. The device fracture occurred during a follow up procedure. During preparation of the device, there was no damage noted to the filter storage tube. The filter was never in an acute or sharp bend during delivery. There was no calcification, tortuosity, stenosis, acute angulation, or bifurcation of the vessel. The operator was experienced. Two pictures related to the reported failure were submitted for analysis and it confirmed the filter is fractured. No other anomalies of the product were noticed in the attached picture. A non-sterile ¿optease vc filter ous, 55cm femoral only¿ was received for analysis. The only part included in the shipment was the filter. The filter showed a fracture as reported by the user. Functional analysis could not be performed because the filter was returned deployed with no additional components related to the original unit. The returned filter was sem analyzed and it was observed that the fractured portion presented elongations and fatigue striation patterns. These types of characteristics are normally attributed to exposing the material to excessive tensile force. Additionally, the portions that were not fractured were evaluated and no anomalies related to manufacture process could be observed on those portions that did not suffer a tensile strength overloading. The reported ¿filter - fractured/separated¿ was confirmed. The elongations and fatigue striations found on the damaged sections of the filter suggest the device was exposed to excessive tensile force prior to the separation. Therefore, patient vessel characteristics or procedural factors may have precipitated the event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Event description:
As reported, there was a fracture of the lateral rod of the 55cm optease vena cava filter that was detected during the procedure. There were no reports of patient injury. The patient was admitted for lower extremity venous thrombosis and underwent retrievable vena cava filter implantation. The fracture was detected after the thrombus was cleared; the filter was removed with a "grabber" at an elective stage. The deep venous thrombosis (dvt) extended to the superficial femoral vein. There was no thrombus present at the implant site. There was no contraindication for anticoagulation. There was no recurrent pe despite anticoagulation. The patient was on anticoagulation post implantation. There was pre/post imaging completed. The measured size and shape of the vena cava was 25mm. There were no peri/post procedural complications. The fracture occurred during a follow up procedure. During preparation of the device, there was no damage noted to the filter storage tube. The filter was never in an acute or sharp bend during delivery. There was no calcification, tortuosity, stenosis, acute angulation, or bifurcation of the vessel. The operator was experienced. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, b7, g3, g6, h2, h6, and h10. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.